Event description:
The customer reported to beckman coulter (bec) that the red blood count (rbc) was shifting and was also affecting mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) parameters (calculated) on the coulter act diff 2 analyzer. The results did not match the patients' previous history and the results obtained from the dxh800 instrument. Per the information provided, the erroneous results were reported out of the laboratory for three patients; however, there was no death, injury or effect to patient treatment. Data provided by the customer from (B)(6) 2013 showed higher hematocrit (hct), mean corpuscular volume (mcv) and lower mchc, red blood cell distribution width (rdw), and platelet (plt) values when compared to the results generated by the dxh800 instrument. Patient results are provided in file attachment. This MDR is to report the event occurred on (B)(6) 2013. An MDR 1061932-2013-02226 is being submitted to report the incident occurred on (B)(6) 2013 at this customer site.

Manufacturer narrative:
On (B)(4) 2013, beckman coulter field service engineer (fse) performed startup/shutdown with no platelet (plt) background issues. The fse ran reproducibility which was acceptable. The fse ran controls and mean corpuscular volume (mcvs) results were a little high. The fse performed adjustment for white blood count (wbc) and red blood (rbc) targets, and adjusted the calibration factor for the mcv. The fse ran samples, but the higher mcvs were still observed on the act diff 2 instrument when compared to the dxh800 instrument. The diluent was changed, but same results were obtained. The fse replaced the main card and rbc bath with no resolution of the issue. The fse advised the customer not to report results from the instrument and ordered new lot of reagent for follow up as he suspected a diluent issue. The fse returned the next day, (B)(4) 013, with a new lot of diluent, but the mcvs were still recovering higher compared to the dxh units with the replacement lot. Another fse returned for continuation of service from (B)(4) 2013. The fse drained and refilled diluent reservoir to remove trace reagent, as he suspected the issue was related to residual bleach. The wbc and rbc latex gains were set to targets and the instrument was calibrated to dxh results. The fse also replaced the rev 2.01 analyzer software card as a preventive measure. The fse verified that all controls recovered within assayed ranges. No other issues have been reported for this issue since the last service visit. Failure mode was attributed to: system contamination; reagent drain/replacement and calibration adjustments needed for the system.